Manufacturer narrative:
Follow-up 10/20/2016: reportedly, the cartridge and infusion set were changed and insulin was observed during the fill tubing step. No alerts or alarms annunciated and the luer lock was tight. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The contact reported that the customer experienced a blood glucose (bg) level of 235 (mg/dl) and delivered a syringe bolus. The customer has reverted to manual injections for diabetes management.